Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated for about the last month, the recharger will not recharge the implantable neurostimulator (ins) and it gets hot to the point where patient felt like it burned them. Rep stated where the cord goes into the paddle is very flimsy and there is a crack. Caller stated that for last couple months, controller has been continuing to show "all data has been lost" and the controller rattles when they shake it. Troubleshooting was not required. The issue was not resolved through troubleshooting. A replacement recharger and controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient called in for assistance pairing the new equipment. Patient was initially using the old recharger. Patient was able to use passive recharge mode to charge the ins. During the call patient confirmed the controller switched to the regular charging screen where controller indicated 40% full and ins was depleted/red. Agent advised to continue charging the ins then charge the controller to top off the stimulator. Patient mentioned they do feel like the ins does move around in the pocket and feels uncomfortable. Agent redirected to the hcp to check the stimulator/implant site.